Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) was implanted, however, after a few minutes dislodged. The ipl was removed, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. A proximal portion was received measuring 5.5 cm. A distal portion was received measuring 49.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.